Manufacturer narrative:
Batch review performed on 29 august 2018. Lot 178753: 60 items manufactured and released on 06 march 2018; expiration date: 2023-02-20. No anomalies found related to the problem. To date, 28 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 3 weeks after the primary surgery. The pathogen is unknown. The surgeon washed out the knee and swapped the liner. The surgery was completed successfully.